Event description:
On (B) (6) 2010 the pt reported she is eating less than she normally does and thinks she needs to adjust her basal rates. She stated she has not seen her doctor in months. She said her blood glucose readings have been running low for the past 2 weeks and she knows she needs to eat more. She stated that on (B) (6) 2010, she had a blood glucose reading of 23 mg/dl with her normal range being 120-150 mg/dl. Her husband gave her some cake icing and jelly which corrected her reading. Symptoms are feeling nervous and drowsy. She said that last night she ate cheesecake and her blood glucose was 500 mg/dl. Symptoms of her elevated reading were thirst and frequent urination. She treated her reading by delivering insulin via her infusion device and injections. Before bed, she measured her blood glucose and her reading was 68 mg/dl so she did not eat anything else. She said her last reading was around 200 mg/dl. A visit from a trainer was offered to the pt but she declined. On follow up with the pt on (B) (6) 2010, she said she continues to have some erratic readings though for the most part her readings have ranged from 120-140 mg/dl. She stated she had an elevated reading of 446 mg/dl due to not taking enough insulin for dinner. She corrected her reading by delivering insulin via syringe. She said she sometimes boluses too much for her meals. She said she has made an appointment with her doctor. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.